Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt was wondering about a device that would be able to reach their upper back along with their lower back as they had gotten into a car accident and were having "phantom shocks". Pt said they had already met with their rep and the rep said the "phantom shock" were normal and that the reprogramming was already as high as it could go. Pss reviewed that the coverage of the pain was due to the placement of the leads and the different stimulation levels and redirected back to their rep- pt confirmed they understood. Pt first said they met with their rep about a month-month and a half ago and then said they met with them back in december or january. Caller was redirected to the healthcare provider (hcp).